Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 0070053. It was reported that pen needled clogged during injection. Verbatim: consumer reported found 3 pen needles clogged during injection. Consumer does not prime pen needle. Advised proper placement and reasons to complete flow check.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles clogged during injection. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was clogged. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 320122 batch no. 0070053. It was reported that pen needled clogged during injection. Verbatim: consumer reported found 3 pen needles clogged during injection. Consumer does not prime pen needle. Advised proper placement and reasons to complete flow check.